Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: the cartridge was received on march 06, 2019 and was observed under microscope. The tip showed dents and was deformed. This condition could be caused by the handpiece during the loading process. The directions for use (dfu) states to insert the unfolder emerald series cartridge into the unfolder emerald series handpiece, taking care not to damage the cartridge tip. Residue was observed on the wings. The complaint was verified; however, it cannot be related to the manufacturing process. During the manufacturing process the operators verify the neck, tube and tip areas for cracks, stress marks, flashes and protuberances. A product quality deficiency could not be identified. Manufacturing record evaluation: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no additional/similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the manufacturing records review, historical complaint review, analysis of the return and non-conformance/CAPA review there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of model emeraldc30 cartridge looked melted and the lens could not enter the tip of the cartridge. Through follow-up, the surgeon noticed the damaged tip prior to insertion. As a result, cartridge was changed and the lens was implanted normally. It was also noted that there was no affect on the patient nor outcome. No additional information provided.